Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.